Manufacturer narrative:
Based on the claim against the product noting the medium-large clip applier instrument tip failed to release from the closed hem-o-lok clip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. The complaint regarding the medium-large clip applier instrument tip failed to release from the closed hem-o-lok clip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument tip failed to release from the closed hem-o-lok clip without assistance from an additional instrument to maneuver free after three attempts. The procedure was competed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier was visualized prior to use without defect noted. Upon the first attempt to use the clip applier during the procedure to clip the cystic duct, the applier and clip closed as expected around the duct without difficulty then the applier would not release off of the closed clip when the surgeon opened his finger grip. The surgeon attempted to change the applier tip angle to wiggle free from the closed clip without success. The surgeon manipulated the clip free from the applier with a separate robotic instrument. This occurred a second time with the same applier during the same procedure. The clips used were the normal green pack of medium/large hem-o-lok clips for the medium-large clip applier instrument. Upon closer inspection after passing the applier off the sterile field, one prong on one side of the applier jaws was slightly bent to an inward angle. The applier was noted to have 90 uses left on the vision tower. It was then replaced with another applier. The procedure was completed as planned without any patient injury.